Event description:
It was reported in the article found in the literature, "recovery" vena cava filter: experience in 96 patients, that the vena cava filter could not be retrieved due to technical difficulty in one patient. The filter was tilted and the hub of the filter could not be successfully engaged into the retrieval cone. Multiple attempts to reorient the filter were not successful. No patient injury was reported.

Manufacturer narrative:
The device history records could not be reviewed, as the lot number was unknown. The filter was not returned for evaluation. It is unknown if patient factors contributed to this event. The results of the investigation are inconclusive and the root cause is unknown.